Manufacturer narrative:
It was reported that after the navitor valve implant procedure the patient developed stroke in the recovery department and was hospitalized. Information from field indicated that the physician mentioned the cause of stroke was due to extreme calcifications and plaque extending into the aorta from the origin of the left subclavian. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported stroke was due to patient condition. The reported medical intervention is a case-specific circumstances as tissue plasminogen activator (tpa) was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code:

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vison valve was chosen for implant using a large flexnav delivery system. The valve was implanted. After the procedure, patient developed stroke in the recovery department and hospitalized. Tissue plasminogen activator (tpa) was administered. The physician mentioned the cause of stroke was due to extreme calcifications and plaque extending into the aorta from the origin of the left subclavian. The patient was reported recovering.